Event description:
It was reported that for first interrogation after generator replacement the patient tested with high impedance several times while lying flat, sitting, and head turned to side. The np ordered x-rays and referred the patient to surgeon for consultation. It was later reported x-rays have been taken but have not been reviewed by manufacturer to date. The physician reviewed the x-rays and didn't see any clear fractures in the electrode. The patient has not experienced any recent trauma or manipulation to vns area. The patient's device was not disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a lead revision surgery. Impedance was within normal limits after this surgery. Facility is a no return site, therefore product analysis cannot be done. No other relevant information has been received to date.

Event description:
The representative later reported that the surgeon was thinking going into the surgery that it was just going to be a reinsertion of the pin/lead. She tried pin reinsertion numerous times before she realized the lead had been cut and had body fluids inside the lead. They believe that the surgeon cut the lead but does not admit to have cut the lead. Although surgeon said the lead was cut, it is unknown if this occurred before or during the lead revision surgery since the surgeon did not admit to cutting the lead but no fractures were seen on the x-rays that were taken. Since generator was only implanted. Given the fact that the lead was cut in two pieces, this will be captured as lead fracture. This likely occurred during the initial surgery since the lead impedance was over 9000 ohms since (B)(6) 2022. It is possible that the cause of high impedance initially was incomplete pin insertion, but given the impedance value and the amount of time the lead has been implanted, it is more likely that the lead was fractured. Even though they did not see a lead fracture on the x-rays, it is possible that section of the lead was routed behind the generator or unable to be seen due to the angle of the images. The fluid leaks are likely due to the cut lead as well.

Manufacturer narrative:
F10: corrected impact code, initial report: inadvertently left out additional f1905 coding for revision surgery.